Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. The built in meter is designed to report readings of 20 mg/dl to 500 mg/dl. It should be noted that this meter does not give numeric value for readings higher than 500 mg/dl. A "hi" display message indicates a reading higher than 500 mg/dl. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of "hi" (greater than 500 mg/dl) and 153 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The reported reader was returned and investigated with retained test strips. Visual inspection was performed on the returned reader and no issues were observed. All results were within range specification and no errors were observed during control solution testing. The reported test strips have not been returned, extended investigation has been performed. A DHR (device history review) for the precision test strips was reviewed and the DHR showed the precision test strips passed all tests prior to release. Retain testing was performed for (precision strips) and all units performed in specification and passed. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the reported test strips are returned, the case will be re-opened and an investigation will be performed.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of "hi" (greater than 500 mg/dl) and 153 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.